Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The valve was able to be deployed successfully. The ds and non-abbott guidewire were removed completely from the patient when it was found that the ds was unable to be removed from the wire. It was jammed and needed to be cut to be released. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure, but there was a delay of 30-40 minutes. The patient is stable.

Manufacturer narrative:
An event of stuck guidewire in the delivery system was reported. The device was returned to abbott for analysis, and the investigation confirmed the stuck guidewire in the delivery system. The inner shaft was observed to be deformed, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined. However, the reported stuck guidewire was determined to be a potential product quality issue. Therefore, an exception has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The valve was able to be deployed successfully. The ds and non-abbott guidewire were removed completely from the patient when it was found that the ds was unable to be removed from the wire. It was jammed and needed to be cut to be released. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure, but there was a delay of 30-40 minutes. The patient is stable.